Event description:
It was reported that following a battery replacement, one week after surgery, high impedance was observed. X-rays were also performed and provided for review. The generator was placed normally in the upper left chest. The feedthrough wires of the generator were intact. Due the angle of the generator within the image, an assessment on the connector pin cannot be made. The lead was observed in the patient¿s neck and appeared to be routed towards the patient¿s left chest. As no clear image of the lead is provided, a proper assessment on the lead cannot be made. Based on the x-ray images provided, no conclusion can be drawn on the cause of the patient¿s high impedance. As the patient recently underwent a battery replacement it is likely the lead may not be fully inserted; however, due to the angle of the generator within the image, this cannot be confirmed. Any fracture or microfractures on the lead cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.